Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the left anterior descending artery (lad) using an indigo system cat rx kit. During the procedure, after advancing the indigo system catrx aspiration catheter (catrx) over a non-penumbra guidewire, the physician attempted to advance the catrx through the non-penumbra guide catheter; however, experienced resistance and consequently, the distal end of the catrx was found to be bent. Therefore, the catrx was removed. There was no report of an adverse effect to the patient.